Event description:
According to the available information during a rescue-treatment of a fractured abutment screw, two astra tech fragment forks 1.00mm fractured during treatment. In consequence the implant was not restorable as intended and needed to be replaced.

Manufacturer narrative:
Fractures of abutments and abutment screws are very well-known complication in implant dentistry. If the fractured parts attached to the implant it cannot be restored and needs to be removed and replaced. To avoid this a fragment fork, which is intended to retrieve the remnants from the inner implant geometry, is used. Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. This report is for the first device. The implant loss event will be reported via asr. The customer returned two fractured fragment fork, 1.0mm for inspection. Major damages can be seen to both the fragment forks tips. The tips are completely fractured. It's not possible to determine the exact cause of this situation in retrospective but similar defects is usually caused by overload / too high torque. It is not possible to perform an global complaint analysis since the lot number is unknown, however the complaint statistics for the product shows that this is not a general quality problem. No further actions will be taken at this time.